Event description:
Event description guidant received information that during an implant procedure, this pacemaker was unable to obtain capture. When the unknown chronic leads were connected to the device, impedance measurements were greater than 2500 ohms. When the same leads were connected to the pacing system analyzer, impedance measurements were 620 ohms.